Event description:
It was reported that during a da vinci si surgical procedure the crocodile grasper instrument shaft was noted to be wrinkled up. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the main tube had various scratch marks with lifted material but no missing pieces. The scratches were short in length and not aligned with the tube axis. The evidence was inconclusive however, was likely caused by instrument collisions or rough handling. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.